Event description:
This report is for a pfna ø14 long le 130° l400 tan.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.027.311s, lot: l313896, manufacturing site: bettalch, release to warehouse date: february 24, 2017, expiration date: february 01, 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the pfna ø14 long le 130° l400 tan was received at us customer quality (cq). Upon visual inspection, the nail was broken at the proximal hole. The broken pieces were returned. Surface scratches and drill marks were also observed. Dimensional inspection: measured dimensions: big shaft od = conforming document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the nail was received being broken at the proximal hole. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: the part was additionally inspected by materials development engineer, resulting in the conclusion that this was a fatigue failure. The marks on the part are consistent with a fatigue failure and the engineer did not find any material defects in the analysis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is an unknown date in 2021. 510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient was implanted with proximal femoral nail antirotation on (B)(6) 2020. On (B)(6) 2021, it was determined that the nail was broken. The patient had felt a crunch in the left hip area and a clear squeak. The implant was removed and replaced. Revision surgery was completed successfully. Patient status was good. This report is for an unknown pfna nail. This is report 1 of 1 for pc (B)(4) .